Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Orthokit that is due in today from (B)(6) hospital, has a broken screwdriver, from the delta glenoid tray (ref ¿ (B)(4)). Three teeth broke off of the working end of the screw driver. Screws had already been placed. Procedure was not compromised. Time was spent looking for these pieces of metal. All were found.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the device confirmed the failure mode as reported root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.